Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that the handset did not charge when connected to ac power. The patient stated that they were charging the handset ¿yesterday¿ and they have had problems with it lately communicating to get a bolus. It was taking a whole total of 4 to 5 minutes to connect to the pump to get the bolus. The patient clarified that the connection stalls at 90 percent. The patient services (pss) reviewed communication process and verified that was a normal functionality of the equipment. The agent transferred the patient to mobility to troubleshoot charging the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they have been having problems again with their communicator connecting to their pump and was taking a long time to connect. The patient mentioned that 'a little while ago,' they called for assistance with clearing data, and asked if that could be done for them again to resolve this issue. The agent assisted the patient in clearing the data.